Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. It was further reported that a revision procedure is allegedly needed for an unknown reason. No further information has been provided to date.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.